Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that six patients presented with toxic anterior segment syndrome post cataract surgery. The patients were provided with various forms of treatments. In some patients, signs and symptoms have improved and others continue treatment. Additional information has been requested. This is the second of six reports received from this facility. The manufacturer¿s reference numbers are 2018-34058, 2018-34490, 2018-34492, 2018-34495, 2018-34496 and 2018-34497.

Manufacturer narrative:
There was no deficiency detected before using the product. The phacoemulsification tips are re-used and re-processed in five (5) of the six (6) patients. The events occurred with three (3) different surgeons in three (3) different days. No patient on the same day. The most common causes of toxic anterior segment syndrome (tass) are identified as follows in order of prevalence: inadequate flushing of phacoemulsification, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the system or phacoemulsification handpiece contributed to the reported event. There was no service request (sr) opened for this file. However, an sr was opened july 3, 2018 for this system to perform preventative maintenance (pm). The system was then tested and met all product specifications. The system was manufactured on october 7, 2014. Based on qa assessment, the product met specifications at the time of release. One opened phacoemulsification tip was returned for evaluation. The returned phacoemulsification tip was initially used for patient and then reused five more times. All complaints were for tass and the phacoemulsification tips were re-sterilized using two different sterilization chambers. A review of the device history records (DHR) traceable to the reported lot number of 190884m indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were five additional complaints associated with the lot for the reported issue, from the same customer entity, same phacoemulsification tip and same complaint issue. A visual inspection of the phacoemulsification tip was performed and deemed nonconforming. The bevel has wear around the edges of the bevel. The flange, threads, and nut corners all exhibit wear from being a handpiece. Small long scratches were present on the cannula surface. A box of six sterile unopened 30-degree phacoemulsification tips were returned. All tips were visually conforming. Phacoemulsification tips are 100% visually inspected by trained operators during the manufacturing process and are cleaned several times during the manufacturing process. Phacoemulsification tips are a single use device and the reuse of the phacoemulsification tip is not recommended. The customer did not retain a small parts kit sample for this complaint report; visual inspection or functional testing could not be conducted. A review of the device history record (DHR) indicates the order was built to specification. This product has been sterilized and all sterilization cycle parameters for this batch were verified for acceptability prior to release and re-examined after initiation of this complaint. The small parts kit met all product specifications upon release. No balanced salt solution (bss) sample returned. A review of the complaint history shows three (3) other similar complaints reported for this lot. (Reported from the same facility, same lot). A review of the preprocessing, compounding, filling, and packaging manufacturing batch records (mbr) did not show any anomalies that may have contributed to the complaint condition. A single, normal level ll inspection by attribute (iba), for packaging non-conformances and particulate was performed by production and results were found to be acceptable. The utility, bioburden, environmental, and sanitization data was reviewed and found to be acceptable. The chemistry and microbiology test results were reviewed and found to be acceptable. This product is terminally sterilized and all sterilization cycles were reviewed and found to be acceptable. Review of the incoming components quality assurance (qa) inspection showed the results to be acceptable labeling associated with bss requires the user to not use unless outer over wrap is intact, product is clear, seal is intact and bag is undamaged. The product labeling for bss provides warnings, precautions, dosage, and administration instructions to ensure proper use of the product. The labeling states the use of additives with this solution may cause corneal decomposition. Instructions also state this is for single patient use only. Labeling associated with bss requires the user to not use unless outer over wrap is intact, product is clear, seal is intact and bag is undamaged. Additionally, it states under warnings: the use of additives with this solution may cause corneal decompensation. A comprehensive review was performed including review of the mbrs, complaint history, sanitization records, bioburden records, stability data, incoming component inspection results, in process finished products and environmental/utility samples. The review shows that the manufacturing processes were in a state of control. Based on acceptable mbrs review, incoming component qa inspection testing results, and finished product inspection results, this lot continues to be acceptable. No further evaluation is warranted bss is terminally sterilized and all sterilization cycles were reviewed and found to be acceptable. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).